Event description:
It was reported that a pump malfunction occurred while it was charging. The customer's blood glucose level did not exceed 500 mg/dl. The customer was assisted in resetting the pump, and the issue did not recur after the reset, allowing them to continue using the pump. They were instructed to contact support again if the malfunction reoccurs, and they acknowledged and understood these instructions.